Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon was inflated to 4atms for 10 seconds on the first inflation during predilation and ruptured when physician increased the inflation to 6atms. The device was removed intact. The lesion being treated was located in the moderately tortuous, severely calcified and 99% stenotic middle left anterior descending artery. The procedure was successfully completed with a non bsc device. Patient status is listed as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.